Event description:
It was reported that "the knob that tightens the acetabular cup to the instrument broke off completely from the impactor handle, after only being struck once for impaction. Used the straight cup impactor from the set instead. Cup wasn't all the way down, so dr pulled it all the way out, put it on the straight impactor and impacted."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.